Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged the battery compartment was cracked, the battery cap would not attach, and there was intermittent power to the pump. It was alleged the patient experienced a blood glucose greater than 250mg/dl but less than 500mg/dl with no symptoms while on the pump. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-nov-2018 with the following findings: review of the black box data revealed multiple, unexplained power on reset events. On examination, the battery compartment was confirmed to be cracked as alleged. The battery cap that was returned with the pump had stripped threads and was not able to secure properly to the pump without the pump experiencing loss of power. The power complaint was duplicated using the damaged battery cap. With a test battery cap securely in place on the pump, the pump was able to power on and be exercised without loss of power. There was no damage, defect or contamination of the pump's interior components.